Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. The device passed the basic occlusion and displacement test. Unable to confirm the motor error alarm. The motor tested ok.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 160mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.